Event description:
It was reported that the pump under delivered. The pump was programmed for 100 ml, 98 ml was administered, and 103 ml remained. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor and the most probable cause for a pump not turning off was a main board issue, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.